Manufacturer narrative:
Ae assessor spoke to patient and there is an explanation provided other than device malfunction. The patient appears to have required more insulin than one vgo 30 device could provide.

Event description:
Patient stated he applied the v-go device applied to his abdomen on (B)(6) 2019. Patient stated that his wife found him laid out on the floor, and his wife called the police and the ambulance arrived. Patient reported when ems assessed him they informed him that his blood sugar was reportedly 595, so they took him to the hospital. Patient stated they removed the v-go when he arrived to the hospital and it was discarded. Patient stated he has encountered high bgl readings like this prior to starting v-go, which he advised is why his hcp placed him on v-go. Patient stated the last time he checked his blood sugar was today at 1pm and it was 443, which he advised is an improvement.